Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain: abdominal shooting pains on lower sides') in an adult female patient who had essure (batch no. 20180238) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included condom from 1999 to (B)(6) 2001, miscarriage, allergic rhinitis, food allergy, cervical dysplasia, anxiety disorder, dermoid cyst of ovary and stress urinary incontinence. Previously administered products included for birth control: oral contraceptive nos from (B)(6) 2008 to (B)(6) 2010 and iud nos from (B)(6) 2002 to (B)(6) 2008. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy"), cystitis ("bladder infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression after essure"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), diarrhoea ("diarrhea"), back pain ("lower back pain"), musculoskeletal pain ("pain: shoulder") and neck pain ("pain: neck"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - left hysterectomy with bilateral salpingo-oophorectomy -). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, allergy to metals, cystitis, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, diarrhoea, back pain, musculoskeletal pain and neck pain was resolving and the hot flush outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, back pain, bladder disorder, cystitis, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, menorrhagia, migraine, musculoskeletal pain, neck pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: surgical pathology: both fallopian tubes contain thin metallic wires. Insertion detail: first tubal implant placed in right ostium per standard procedure. 4 coils visible. Second tubal implant placed in right ostium per standard procedure. 4c oils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: bladder disorder nos, vaginal discharge, depression, dysmenorrhea, headache, abdominal pain, menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain: abdominal shooting pains on lower sides') in an adult female patient who had essure (batch no. 20180238) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included condom from 1999 to (B)(6) 2001, miscarriage, allergic rhinitis, food allergy, cervical dysplasia, anxiety disorder, dermoid cyst of ovary and stress urinary incontinence. Previously administered products included for birth control: oral contraceptive nos from (B)(6) 2008 to (B)(6) 2010 and iud nos from (B)(6) 2002 to (B)(6) 2008. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy"), cystitis ("bladder infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression after essure"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), diarrhoea ("diarrhea"), back pain ("lower back pain"), musculoskeletal pain ("pain: shoulder") and neck pain ("pain: neck"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - left hysterectomy with bilateral salpingo-oopherectomy -). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, allergy to metals, cystitis, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, diarrhoea, back pain, musculoskeletal pain and neck pain was resolving and the hot flush outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, back pain, bladder disorder, cystitis, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, menorrhagia, migraine, musculoskeletal pain, neck pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: surgical pathology: both fallopian tubes contain thin metallic wires. Insertion detail: first tubal implant placed in right ostium per standard procedure. 4 coils visible. Second tubal implant placed in right ostium per standard procedure. 4c oils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: bladder disorder nos, vaginal discharge, depression, dysmenorrhea, headache, abdominal pain, menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain: abdominal shooting pains on lower sides') in an adult female patient who had essure (batch no. 20180238) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included condom from 1999 to 2001, miscarriage, allergic rhinitis, food allergy, cervical dysplasia, anxiety disorder, dermoid cyst of ovary and stress urinary incontinence. Previously administered products included for birth control: oral contraceptive nos from (B)(6) 2008 to (B)(6) 2010 and iud nos from 2002 to (B)(6) 2008. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy"), cystitis ("bladder infection"), bladder disorder ("bladder or urinary problems or changes: unspecified"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced depression ("depression after essure"). On an unknown date, the patient experienced hot flush ("hot flashes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), diarrhoea ("diarrhea"), back pain ("lower back pain"), musculoskeletal pain ("pain: shoulder"), neck pain ("pain: neck") and abdominal distension ("distended abdomen"). The patient was treated with clarithromycin (macrobid), sertraline hydrochloride (zoloft) and surgery (hysterectomy with bilateral salpingectomy - left hysterectomy with bilateral salpingo-oopherectomy -). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, allergy to metals, cystitis, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, diarrhoea, back pain, musculoskeletal pain and neck pain was resolving and the hot flush and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, back pain, bladder disorder, cystitis, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, menorrhagia, migraine, musculoskeletal pain, neck pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: surgical pathology: both fallopian tubes contain thin metallic wires. Insertion detail: first tubal implant placed in right ostium per standard procedure. 4 coils visible. Second tubal implant placed in right ostium per standard procedure. 4c oils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: bladder disorder nos, vaginal discharge, depression, dysmenorrhea, headache, abdominal pain, menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event added: distended abdomen. Event onset date, treatment drugs and product indication were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain: abdominal shooting pains on lower sides') in an adult female patient who had essure (batch no. 20180238) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included condom from 1999 to may 2001, miscarriage, allergic rhinitis, food allergy, cervical dysplasia, anxiety disorder, dermoid cyst of ovary and stress urinary incontinence. Previously administered products included for birth control: oral contraceptive nos from (B)(6) 2008 to (B)(6) 2010 and iud nos from (B)(6) 2002 to (B)(6) 2008. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy"), cystitis ("bladder infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression after essure"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), diarrhoea ("diarrhea"), back pain ("lower back pain"), musculoskeletal pain ("pain: shoulder") and neck pain ("pain: neck"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - left hysterectomy with bilateral salpingo-oophorectomy -). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, allergy to metals, cystitis, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, diarrhoea, back pain, musculoskeletal pain and neck pain was resolving and the hot flush outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, bladder disorder, cystitis, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, menorrhagia, migraine, musculoskeletal pain, neck pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: surgical pathology: both fallopian tubes contain thin metallic wires. Insertion detail: first tubal implant placed in right ostium per standard procedure. 4 coils visible. Second tubal implant placed in right ostium per standard procedure. 4c oils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: bladder disorder nos, vaginal discharge, depression, dysmenorrhea, headache, abdominal pain, menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: this is incident case. Reporter information was added. This case concerns adult patient. Her demographic was updated. Her historical medication and concurrent conditions were added. Lab data was added. Essure insertion and removal date was added. Essure lot number was added. Essure indication was amended. Previously reported event injury was updated to more specified events: pain: abdominal shooting pains on lower sides, hot flashes, abnormal bleeding (vaginal, menorrhagia), nickel allergy, bladder infection, apareunia (inability to have sexual intercourse), depression after essure, bladder or urinary problems or changes: unspecified, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse, vaginal discharge, fatigue, diarrhea, lower back pain, pain: shoulder and pain: neck were added. She was recovering from all the events except: hormonal changes. Incident. We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.